Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the aortic valve was explanted after an implant duration of approximately 53 months, and replaced with another edwards' pericardial valve. Through follow-up, it was learned that the valve was explanted due to severe aortic insufficiency and aortic valve dehiscence post endocarditis. Operative report indicates, "patient has had 3 hospitalizations within the last month for repeated congestive heart failure and has severe aortic insufficiency with perivalvular leak and a dehisced valve that is rocking in the annulus". The source and type of infection were not provided. The surgeon indicates that the reason for explanting is not related to the edwards' device malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject serial number was traced to its sterility lot, and the complaint database indicates no other infection/endocarditis reports received on any devices processed under the same sterility lot. The device has not been returned to edwards' for evaluation and analysis; however, late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.